Manufacturer narrative:
Extension: model # 748940, lot # nhu031696v, implanted: 2003 (B)(6), explanted: unknown; programmer: model # 7435, lot # nft035552p; lead: model # 3587a, lot # lb7987, implanted: 2003-(B)(6), explanted: unknown; lead: model # 3888-33, lot # j0313988v, implanted: 2003 (B)(6), explanted: unknown; extension: model # 748940, lot # nhu031635v, implanted: 2003 (B)(6), explanted: unknown.

Event description:
It was reported that the patient was scheduled to have surgery to determine what was wrong with his scs system following an accident. The device was read; they could not determine where the problem was. They planned to have a neurosurgeon available at the surgery in case the lead needed to be replaced. If additional information is received, a follow up report will be sent.